Event description:
Reportedly, during a standard follow-up noise oversensing was detected in the right ventricular channel.

Manufacturer narrative:
Review of available data did not reveal any device malfunction.

Event description:
Reportedly, during a standard follow-up noise oversensing was detected in the right ventricular channel.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during a standard follow-up noise oversensing was detected in the right ventricular channel.